Manufacturer narrative:
Initial and final (B)(4) device 3 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set adhesive events on (B)(6) 2026. The patient reported infusion set fell off during use. First event occurred about 10 minutes after insertion, other events occurred before 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.